Manufacturer narrative:
Age at time of event, date of birth: average age. Sex: majority gender. Date of event, implant date: dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect(s) of myocardial infarction, thrombosis, and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported effects and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: "clinical and angiographic outcomes of bioabsorbable vs. Permanent polymer drug-eluting stents in sweden: a report from the swedish coronary and angioplasty registry (scaar)".

Event description:
It was reported through a research article that the xience prime and xience xpedition may be related to restenosis, acute coronary syndrome, thrombosis, myocardial infarction, new hospitalization, and death. Specific patient information is documented as unknown. Details provided in the attached article titled: "clinical and angiographic outcomes of bioabsorbable vs. Permanent polymer drug-eluting stents in sweden: a report from the swedish coronary and angioplasty registry (scaar)".

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.